Event description:
It was reported to ge that a sonographer had difficulty seeing a liver mass on the lcd display as compared to an older system having a crt display. A correct image was acquired, and the radiologist was able to make the diagnosis from the image workstation.

Manufacturer narrative:
The customer was not satisfied with image quality on this system for several months, but had not previously reported a concern for misdiagnosis. Ge applications and engineering are working with the customer to resolve their concerns. If needed, the lcd will be replaced with a crt display.